Manufacturer narrative:
The customer indicated event occurred due to user error. Per the IFU, turbid samples should not be tested. No additional investigation can be performed.

Event description:
The customer reported that their clinitek novus instrument gave a false negative leukocyte result compared to retesting the same patient sample using a visual read multistix 10sg urine strip. There was no report of injury as a result of this event.

Manufacturer narrative:
Siemens has requested further information and troubleshooting from the customer to conduct a more in depth investigation. The cause of this event is unknown.